Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for a 70-year-old female patient. The physician questioned the result. A new blood sample was tested yielded a normal result. The original sample was then retested, also producing a normal result. The following data was provided: customer¿s normal range: <0.05 ng/ml sid (B)(6) (first draw): (B)(6) 2025 @ 05:56 am initial result = 0.371 ng/ml, repeat result = 0.00 ng/ml sid (B)(6) (second draw): (B)(6) 2025 @ 08:46am initial result = 0.00 ng/ml, repeat result = 0.00 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6). Complete related report number is (B)(4)..

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending identified an increase in complaints for list number 02k41, however, no trends were identified for lot 66709un25. A review of the device history record did not identify any non-conformances, potential non-conformances, or deviations with lot 66709un25 and the complaint issue. The historical performance of the architect stat troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for lot 66709un25 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 66709un25. A review of labeling was performed and found to sufficiently address the customer's issue. In this case, sample preparation could have contributed to the customer¿s issue, as the repeat testing the samples gave lower results, indicating a possible sample preparation or sample integrity issue. Based on this investigation, no systemic issue or deficiency was identified with the architect stat troponin-I reagent, lot number 66709un25.

Event description:
The customer reported a falsely elevated architect stat troponin-I result generated by the architect i1000sr processing module for a 70-year-old female patient. The physician questioned the result. A new blood sample was tested yielded a normal result. The original sample was then retested, also producing a normal result. The following data was provided: customer¿s normal range: <0.05 ng/ml. Sid (B)(6) (first draw): (B)(6) 2025 @ 05:56 am initial result = 0.371 ng/ml, repeat result = 0.00 ng/ml. Sid (B)(6) (second draw): (B)(6) 2025 @ 08:46am initial result = 0.00 ng/ml, repeat result = 0.00 ng/ml no impact to patient management was reported.